Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that he had no delivery alarm. Customer's blood glucose at time of incident was 600 mg/dl. The customer was assisted in performing a 5.0 units fixed prime. The customer stated insulin did ot exit and alarmed no delivery. Customer stated they do not have a plunger available. The customer was advised to rewind pump, reinsert reservoir and run manual prime to at least 5.0 units. Customer stated the device alarm no delivery during manual prime. It was explained to the customer that we are unable to determine the cause of the alarm without a complete set change. The customer was advised to replace the set and reservoir as soon as possible. The customer was unable to remove occlusion. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose was 600 mg/dl.